Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 6. User-related - all 4 cutting loops show over heat damages - electrodes are molten down - this indicates a shortcut between working and neutral electrode - most likely caused by prior breaking of the working electrode. A definite reason can't be determined as the electrodes are molten down to a degree were nothing is left. The event is filed under internal karl storz complaint ID (B)(4).

Event description:
It was reported that there was event with a cutting loop. According to the information received, there was "electrocution highlighted by rupture of the loop". Further information is not available.